Event description:
It was reported that this right ventricular (rv) lead exhibited noise high in amplitude and frequency on the shock channel. There were no stored events due to the noise, and no noise seen on the rv channel. Technical services was consulted and recommended in-clinic troubleshooting to evaluate for an incipient insulation fracture. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise high in amplitude and frequency on the shock channel. There were no stored events due to the noise, and no noise seen on the rv channel. Technical services was consulted and recommended in-clinic troubleshooting to evaluate for an incipient insulation fracture. No adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.